Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The event was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis and was treated with intraperitoneal vancomycin (1g every fifth day) for peritonitis. Fifteen days after the event onset, the vancomycin was discontinued. Also that same day, the pd catheter was removed and the patient was switched to hemodialysis. Two days later, the patient was discharged from the hospital. At the time of this report, the patient had not recovered. No additional information is available.